Manufacturer narrative:
Additional information has been requested. Subject device is not intended to be left in the patient. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Hospital reported a broken k-wire. The tip broke off in the bone and remains in the patient.